Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa and iliac branch endoprostheses to treat a right common iliac artery aneurysm measuring 9 cm in diameter. On (B)(6) 2018, computed tomography (CT) scan reportedly revealed a type 1a endoleak on the proximal end of an aortic extender component, and a type 1b endoleak at the distal end of the iliac branch component on the right side (ceb231410a/17434000). According to the report, the iliac branch component had migrated proximally (distance unknown), contributing to the type 1b endoleak. A secondary intervention procedure to treat the type 1b endoleak is planned, but has not yet been scheduled. The patient will continue to be monitored.

Manufacturer narrative:
CT images dated (B)(6) 2018 were received by gore form the facility, and an imaging evaluation was performed. There appeared to be an aortic cuff implanted at the proximal end of the device. A type ia endoleak could not be confirmed with the available images. The length from the right accessory renal artery (lowest renal artery by centerline) to the proximal circumferential device appeared to be approximately 1.1 ¿ 1.5cm. Maximum right common iliac artery (rci) diameter appeared to be 82.9mm x 87.9mm. There appeared to be lack of apposition of the distal iliac branch component in the right external iliac artery, confirming a type 1b endoleak. Pooling contrast outside the implanted devices appeared to communicate in the abdominal aorta and rci aneurysmal sac. Contrast could be visualized in the inferior mesenteric artery and a lumbar artery communicating with contrast outside the implanted devices; however, ante grade or retrograde flow could not be confirmed. Per the gore® excluder® aaa iliac branch endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis component migration and endoleak.